Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately february of 2025 from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) repositioning procedure due to ipg migration which led to charging difficulty. Patient was doing well postoperatively.